Event description:
When using the vessel sealer extend for a robotic case, the sealer stopped working and identified that it was closed on tissue. The device was immediately removed from the field and replaced. The new device worked appropriately so the generator was ok.